Event description:
Device issue: clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a scarred common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, the clip was found to be deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.